Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated ckmb result generated by the access 2 immunoassay system from one patient's sample. The ckmb result was not reported out of the lab. Upon repeat testing the results were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged at 1,300g for 10 minutes. The specimen was collected by a nurse and the collection tube appeared not to be filled to the recommended volume. Qc is performed once daily and was within the customer's established ranges prior to and after the event. A system check was performed on (B)(6) 2010, just prior to the erroneous result, and met specifications. The customer is only questioning the results of this one sample and declined service. A definitive root cause has not been determined to date for this event.